Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient developed an access site hematoma after sensor implant on (B)(6) 2018. This was treated with applying pressure to the site. Later, the patient presented to the emergency room with pseudoaneurysm in the same area which was confirmed with ultrasounds. Surgical intervention is planned to address the issue. The patient is clinical study patient. The issue is determined to be related to the procedure but not the device.

Event description:
Additional information received identified that patient issue resolved with no surgical intervention.